Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: endometrial cavity/ right coil had moved"), pelvic pain ("pain/ pain (right side and uterus) (infrequent, severe around menses)/ right sided pain- infrequent pain around menses") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure of right side essure" in 2009. The patient's past medical history included gravida ii, parity 2 (date of birth: (B)(6)), lip operation in 1992, menstrual irregularity and anemia on (B)(6) 2009. Previously administered products included for birth control: birth control pill-name unknown; for an unreported indication: prenatal vitamins from 2004 to (B)(6) 2009 and iron supplement from (B)(6) 2008 to (B)(6) 2009. Concurrent conditions included overweight. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, 3 months 1 day after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen, surgery (removal of right essure device via hysteroscopy on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown, the pelvic pain was resolving and the genital haemorrhage had not resolved. The reporter considered device dislocation, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient did not had any complications or problems that occurred at the time of essure placement procedure. Essure did not worsened a previously existing injury/condition. The right essure tubal device was removed in total. The patient's left essure device was seen in total and seemed to be in the proper placement, it was left alone. Patient had right side laproscopic tubal ligation on (B)(6) 2009. She did not retain the essure device or any portion of it, after essure removed. She did not had any complications from essure removal procedure. Essure did not caused any birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2009: negative; on (B)(6) 2009: negative hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded) current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs . Most recent follow-up information incorporated above includes: on 19-jan-2018: plaintiff fact sheet and medical record received. Reporter information updated, case became medically confirmed. Patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Event pain (right side and uterus) (infrequent, severe around menses)/ right sided pain- infrequent pain around menses was clubbed with previously reported event pelvic pain. Events migration of essure device location of device: endometrial cavity/ right coil had moved, dysmenorrhea (cramping) and failure of right side essure were newly added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure implant on (B)(6) 2009). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.